Event description:
The customer reported noticing evidence of sample leaking around the vortexer and base of the carousel of the navios flow cytometer system. The volume of the leak is unknown but the leak was contained within the instrument. Erroneous results for three (3) patient samples were generated for this event. The customer reported that the results for one patient sample was not reported out of the laboratory. The customer redrew and repeated the sample to obtain the correct results. The results for the other two patient samples were linked to another panel and the erroneous results were reported out of the laboratory. However, there was no change or affect to patient treatment in connection with this event. The erroneous and repeat results for the affected samples have been requested but have not been provided by the customer. The customer stated that the samples were considered erroneous because the patient that was repeated showed differences in the lymphocyte count and in the subset percentages.

Manufacturer narrative:
(B)(6). A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the sample head was leaking around the vortexer extending to the base of the carousel. The fse discovered that the cause of the leak was due to a detached vacuum tubing to the sample head at the internal waste chamber causing a loss of vacuum at the sample head resulting waste liquid to leak around the vortexer and into the three sample tubes thereby affecting the results. The fse reconnected the tubing to the internal waste chamber to restore vacuum to the sample head.